Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced inaccurate cgm values 6 days after the sensor was inserted into the arm. On (B)(6) 2023, the patient was asleep and awakened from being in a sweat. He was also feeling dizzy and weak. The cgm was reading 148 mg/dl and the bg meter was reading 50 mg/dl. The patient¿s wife called for an ambulance. Emergency medical service transported the patient to the hospital. The patient was treated with medication to bring his bg level up; however, he does not recall what the medication was. The patient was in the emergency room for approximately 5 hours and then discharged home. The patient was fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and passed. A pairing test was performed and passed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because an investigation could not be performed. No injury or medical intervention was reported.